Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
Additional information received indicated that ipg was replaced and therapy restored post-surgery. No reported complications during procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete event information.

Event description:
It was reported the "replace generator, generator has reached end of its service" message was displayed. Patient indicated the message was first displayed on (B)(6) 2019. Representative met with the patient on (B)(6) 2019 and confirmed the message. Patient may undergo surgical intervention to replace the device at a later date.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.